Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic promonto-fixation. While trying to close the peritoneum, the device partially fired. During the manipulation, the device was blocked during the stapling. For the first time, without staple output but with a free clamp. Then, when trying to react, the clip came out with, this time, a blockage of the forceps in the belly of the patient, the level of the sacrum, the removal of the maneuvers not forced to release the clamp, fortunately without affecting the surrounding tissues. No staple was put in place during, but locked in the clamp. A second open clamp, with the new problem, with, still, no exit staples. To complete the closure, another device was used. No patient injury or extension in surgical time.

Event description:
According to the reporter, occurred during a laparoscopic promonto-fixation. While trying to close the peritoneum, the device partially fired. To complete the closure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.